Event description:
Information was received from a service and repair regarding a patient for an unknown spinal therapy. It was reported that the lens is not clear. The patient involvement in the event is unknown and no further complications were reported. Additional information has been received via manufacturer representative that the event occurred on (B)(6) 2022 during intra-op. The pre-op diagnosis for the event is herniated disc and procedure involved in the event was micro endoscopic discectomy (med). The reported product came in contact with the patient.

Manufacturer narrative:
Product analysis: product#- 9560100, lot#- 121346r:(B)(4) service and repair confirmed that during the inspection the image was twisted, the outer tube was damaged or dented and the coupler was loose and the pin and adjustment were defective. If information is provided in the future, a supplemental report will be issued.